Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a new software release detected error alarm. And a failure of flash memory alarm. Customer's blood glucose was 170 mg/dl. Caller also reported that there was moisture under display screen and did know what type of moisture it was or how it occurred. Troubleshooting could not be performed and alarm could not be cleared due to buttons not responding. Insulin pump would need to be replaced.